Event description:
It was reported the autoclavable camera head exhibited no image. The malfunction was found during an unspecified procedure, and it was completed with an olympus back-up device. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.